Event description:
See also manufacturer report # 3004209178-2010-08114. It was reported that the pt never had therapeutic effect on one of the leads. It was further noted that contact 0 had an impedance reading greater than 3,600 ohms. No further details, pt symptoms or outcome were provided. Additional info was requested but not received at the time of this report. A follow-up report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).